Manufacturer narrative:
The representative did not have any additional information available. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient feels this device is not working properly. The patient reported being hospitalized one month previous and hearing three or four beeping tones that may have come from the device, having pain in his left arm, an irregular heart rate, and being unable to obtain a heart rate reading from his monitor. The patient also reported at his last device check he was told the device was nearing time for replacement. A boston scientific patient services consultant (ps) described the pattern of tones that would indicate when the device has reached elective replacement indicator (eri) status, and recommended the patient contact his physician regarding his symptoms and for a device interrogation. The patient's boston scientific field representative has been contacted for any available information regarding the device's performance. This device is included in the (B)(6) 2007 shortened replacement window advisory population and the (B)(6) 2006 subpectoral implants advisory population.